Event description:
On (B)(6) 2013 - surgical pt's IV d/c'd. Plastic peripheral catheter missing at hub upon removal. Md notified. Pt reports IV not used x 2 days. Ultrasound ordered with no foreign bodies visualized. On (B)(6) 2013 - pt returns for postop follow up to surgery clinic and c/o pain to left hand. Repeat vascular ultrasound revealed retained plastic portion of angiocath IV catheter within superficial vein. On (B)(6) 2013 - retained peripheral IV catheter successfully removed under local anesthesia. Catheter in question smiths medical viavalve catheters (18g). Dates of use: (B)(6) 2013. Diagnosis or reason for use: peripheral IV catheter access.